Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
A report of a 8015 display failure. Npi.

Event description:
A report of a 8015 display failure. The customer stated that there was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 display failure. Technical support: 1. Replace lcd display. 2. Return to factory. Recommended replace lcd display. Josh will send unit in for flat fee repair. A review of the device history record for sn (B)(6) was performed from date of manufacture (B)(6) 2015 to the present date (B)(6) 2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.